Event description:
Event description guidant received information that while performing a commanded automatic ventricular threshold test on this pacing system, the pacing output continued to decrement using the programmer and the patient experienced a syncopal episode.